Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member and a patient. The patient reported that their husband had put the implantable neurostimulator (ins) into MRI mode, and the MRI technician confirmed that the patient is full body eligible. The caller then stated that after the first localizer sequence scan, the patient felt like the stimulation had turned back on and they felt vibration in their legs. It was noted that the patient had to yell for the MRI tech to stop the scan. The caller stated that they wanted to confirm that the device was in MRI mode, as they think they had turned the ins off for the scan. Patient services provided education on how to enter MRI mode at the time of the call. The caller then began to put the device in MRI mode, and then stated that they never completed the last step to enter MRI mode yesterday before the scan. They further mentioned that they initially thought the ins was in MRI mode when they saw the triangle with the letter¿s ¿mr¿ in it. Patient services reviewed how to exit MRI mode and turn stimulation back on. The caller was redirected to follow-up with their healthcare provider.